Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received seven inappropriate shocks as well as anti-tachycardia pacing (atp) for atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed episode data and determined that device functioned as programmed. No additional adverse patient effects were reported. Currently, the device remains in service.